Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. Reported patient effects of, tissue damage (vascular injury), occlusion, fistula, hemorrhage, embolism, infection/sepsis, ischemia and pseudoaneurysm are listed in the proglide instructions for use (IFU). The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Closer and closer s were vessel closure devices that were the predecessors to the proglide; therefore it is appropriate to use the proglide IFU to assess the patient effects.

Manufacturer narrative:
UDI number is not known as the part and lot number were not provided. The device is not returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Article title: infectious and ischemic complications from percutaneous closure devices used after vascular access.

Event description:
It was reported through a research article identifying perclose closure devices that may be related to: failure to achieve hemostasis and suture malposition which may result in pseudoaneurysm, hemorrhage, limb ischemia, persistent arterial venous fistula, infected access site, septic emboli, sepsis, occlusion, injury, surgical intervention, blood transfusions, grafting, patch angioplasty, or thrombectomy. Specific patient information is documented as unknown. Details are listed in the article, titled "infectious and ischemic complications from percutaneous closure devices used after vascular access".